Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007137 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the soft cannula found bent upon removal from infusion site photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007137 was manufactured according to the wi version 79 and packaging in the machine 8, on 16/may/2024, with a total of (B)(4) units. Assembly: the lot 4e02157 was assembled according to the wi version 27 on-line inspection on 15-may-2024, with a total of (B)(4) units each. The lot 4e02008 was assembled according to the wi version 27 on-line inspection on 11-may-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007137 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually hospitalized on (B)(6) 2025 due to an infusion set bent cannula event and hyperglycemia. Infusion set was used for one day. Blood glucose level was 22 mmol/l at the time of the event. Therefore, patient got treated with intravenous (IV) drip. The duration of hospitalization was less than 24 hours. Patient was found positive for ketones level. Ketones level was 13 mg/dl at the time of the event. No further information available.